Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient fell off a ladder several months prior to the report and was still getting good coverage, but needed an adjustment to make sure his lower extremities were getting the coverage they needed. It was noted that since the fall, the patient's coverage was not "equal anymore." The patient was adjusted on (B)(6) 2016 and it was noted that the "patient was good." The patient was happy with his coverage and pain relief. The rep initially noted that the patient's leads had migrated but after further inquiry it appeared that the rep had intended to say that the patient's coverage shifted and, as previously noted, the rep was able to adjust stimulation and the patient was pleased with coverage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.